Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive in his room, and subsequently died. The patient was under comfort care with no code due to recent cancer diagnosis. The cause of death is unknown.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. The report is being submitted for additional information/device evaluation and correction. The follow fields were updated: b1. Adverse event or product: changed from adverse event to adverse event and product problem. B5. Event description: it was further reported that there were low flows on the ventricular assist device (vad) and the low flow alarm sounded. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Information received from the site indicated that the patient was found unresponsive. Of note, it was reported that the patient had been diagnosed with the end stage pancreatic cancer; therefore, comfort care was initiated and the patient subsequently died. No additional information regarding the patient's death was available. Review of the available autologs report revealed several slight decreases in power consumption and estimated flows within the analyzed period, as well as a sudden decrease in power consumption and estimated flows on (B)(6) 2021; six (6) low flow alarms were logged since (B)(6) 2021. As a result, the reported low flow event was confirmed. Review of the available autologs report also revealed one (1) controller power-up event logged on (B)(6) 2021 at 02:18:46, indicative of a controller loss of power, and a vad disconnect was recorded on (B)(6) 2021 at 02:41:23, likely indicating a physical disconnection of the driveline from the controller. Based on information provided by the site, the controller loss of power and vad disconnect alarm occurred after the patient's death, while turning off the device. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were low flows on the ventricular assist device (vad) and the low flow alarm sounded.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation investigation completion. Product event summary: (B)(6) was not returned for evaluation. Information received from the site indicated that the patient was found unresponsive. Of note, it was reported that the patient had been diagnosed with the end stage pancreatic cancer; therefore, comfort care was initiated and the patient subsequently died. No additional information regarding the patient's death was available. Review of the available autologs report revealed several slight decreases in power consumption and estimated flows within the analyzed period, as well as a sudden decrease in power consumption and estimated flows on (B)(6) 2021; six (6) low flow alarms were logged since (B)(6) 2021. Review of the available autologs report also revealed one (1) controller power-up event logged on (B)(6) 2021 at 02:18:46, indicative of a controller loss of power, and a vad disconnect was recorded on (B)(6) 2021 at 02:41:23, likely indicating a physical disconnection of the driveline from the controller. Based on information provided by the site, the controller loss of power and vad disconnect alarm occurred after the patient's death, while turning off the device. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.